Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected the noise was due to a lead fracture, however, no diagnostic imaging has been performed at this time. The device was reprogrammed to resolve the event. The patient was in stable condition.